Event description:
It was reported that the device was used during an unknown procedure. The device fired, but did not release clip. The device was stuck on tissue and it is unknown how it was removed. Unknown how the case was completed or if there was any patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.